Event description:
Device issue: failure to cross to treat perforation. Time of device issue: during procedure. Adverse event: required intervention/second device to treat the perforation. Onset of adverse event: during procedure. It was reported that as the voyager nc was post-dilating the 3.5 x 18 mm xience stent, a perforation occurred in the proximal left anterior descending artery (lad). The voyager nc balloon was re-inflated to occlude the flow until the graftmaster could be prepped for use. The graftmaster was advanced, but was unable to cross to treat the perforation. The voyager nc balloon was re-inflated until the perforation resolved. An echocardiogram was performed for pericardial effusion. During the procedure, the pt's blood pressure dropped slightly and dopamine and fluids were administered. There were no add'l pt effects. The pt was transferred to the intensive care unit in stable condition. Although requested, no add'l info was provided.

Manufacturer narrative:
(B)(4). The xience v 3.5 x 18 mm (part#1009542-18/lot#0063041) is being filed under a separate MFR number. Evaluation summary: analysis of the returned product noted blood visible on the balloon which is consistent with handling. The stent was stationary on the tightly folded balloon between the markers with no damage noted. There was no damage noted to the sds. Failure to advance can be affected by numerous factors including, but not limited to, pt anatomical morphology (tortuosity or calcification), pre-dilatation strategy, product placement technique, product size selection, accessory device support, or interaction with accessory devices or previously deployed devices. Although the anatomical conditions were not reported, failure to advance is not often associated with a product quality deficiency and is likely related to the operational context of the procedure. It was reported that during the procedure, the pt's blood pressure dropped and the pt was given dopamine and fluids. Due to the inherently serious and emergent use of the graftmaster device, the perforation itself and/or the failure to treat the perforation may have possibly resulted in cascade of pt effects and add'l treatments. Hypotension is a known adverse event as listed in the instructions for use (IFU) and may also be related to the pt's overall health condition, pt disease state and/or treatment strategy at any stage of the perforation. Overall, a conclusive cause for these reported pt effects and their relationship to the device, if any, cannot be determined. A review of the product mfg records did not reveal any non-conforming material records associated with this lot and all lot release testing met mfg criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. In this case, the reported failure to advance appears to be related to the operational context of the procedure. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.